Event description:
A malfunction was reported with a malfunction code of malf 16, which was not resettable. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support (cts) confirmed that the pump was within warranty and arranged for a replacement pump to be sent. The customer was advised to continue using the current pump for insulin delivery in the interim. Cts confirmed the shipping address and instructed the customer on how to put the pump into storage mode before sending it back to tandem with a pre-paid label within 10 days. The customer understood and acknowledged these instructions.